Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during procedure, the electrode of the plasma head on the evac 70 wand was broken (tungsten wire was broken). It is unknown if the device was inside the patient at the time of the event. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode wires are not broken they are bent. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided image shows a used wand with two partially detached wires. The image does not match the device that was returned. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.